Event description:
It was reported that high impedance was detected on a patient's m102r generator. The patient was not in any pain. No further relevant information has been received to date. No known surgical intervention has occurred to date.